Event description:
Hold pn 08/31 it was reported that during an implant procedure that the right ventricular (rv) lead helix would not fully extend. When testing the rv lead, there was inadequate low voltage output. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient was discharged following the procedure.

Manufacturer narrative:
Correction: h6: codes should reflect capturing problem code.